Event description:
During a ptca/stenting procedure, difficulties were encounteredremoving the delivery device. The 12 x 5.0mm liberte' monorail stent was deployed in the proximal rca at 16 atms for 45 seconds. The delivery ballon was deflated. While withdrawing the delivery device, the ballon became caught on the cordis guide catheter. The guide catheter and liberte' monorail delivery system were removed as one without incident. No patient injuries or complications were reported. Patient status is listed as "okay".